Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up and failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction for intermittent power was observed during review of the activity logs. However, after extensive testing the reported problem could not be duplicated. The reported malfunction for self-test failed was not replicated or confirmed. Review of the activity logs did not find evidence to support the reported event. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.